Event description:
Problems following lasik eye surgery. I have never had clear vision in one eye following lasik surgery. The entire experience with this office was very negative. We were rushed through the eval process, done by technicians. He did 2 surgeries on each eye. The second could have been prevented if an accurate eval was done initially. The prescription was wrong and had to be corrected. I can no longer see to play the piano or sew, even with corrective lenses, and constantly have a 'halo' around objects in one eye. My life has changed as I have to deal with this visual disability.